Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. An attempt to reprogram the device did not resolve the issue. No patient symptoms were reported. The patient was non pacemaker dependent. The device remained implanted.

Manufacturer narrative:
(B)(4).